Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output on (B)(6)2014. At the time contact with dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of contact, dexcom technical support advised patient's father to test the alert functionality and patient's father reported alerts were functional.

Manufacturer narrative:
(B)(4).